Event description:
The manufacturer received information that the alice nightone device had a cracked cord with exposed wire. The rental period ended, and a request was made to replace the device. There was no reported patient harm or medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to conclude the results of the manufacturer's investigation. The rental alice nightone device was returned to a third-party service center for evaluation. The evaluation found that the customer complaint was replicated and the nonin spo2 was broken. In addition, the flex circuit and led frame had physical damage, the cannula port had contamination, the auxiliar cover had physical damage, and the top enclosure had physical damage. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This follow-up report is being submitted to conclude the results of the manufacturer's investigation. The rental alice nightone device was returned to a third-party service center for evaluation. The evaluation found that the customer complaint was replicated and the nonin spo2 was broken. In addition, the flex circuit and led frame had physical damage, the cannula port had contamination, the auxiliar cover had physical damage, and the top enclosure had physical damage. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.